Event description:
It was reported that the tracheostomy tube rapidly deflated. An urgent tracheostomy tube change out was performed as a result. No patient injury or further complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be filled.

Manufacturer narrative:
Additional information received: the reporter stated that there was no patient or clinical injury due to the event. In addition to the tube change out, o2 was also administered to the patient via a concentrator. It was also noted the patient recovered shortly after the tracheostomy (trach) tube was changed. His ventilator was no longer restricted.

Manufacturer narrative:
One portex® blue line ultra® tracheostomy tube was returned for analysis in good condition. Inflation tests were performed on the returned trach tube; no discrepancies found. The cuff was left inflated for 12 hours; the cuff was found still inflated. Based on the evidence no fault was found as the complaint was not confirmed.